Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported, the insulin delivery of the infusion device is too low. From (B)(6) 2011, patient experienced elevated blood glucose of up to 490 mg/dl despite changing the infusion set and bolusing through the infusion device. Patient checked the infusion set and there were no occlusions or insulin leakage. When blood glucose elevated on (B)(6) 2011, patient delivered insulin injections to correct hyperglycemia and switched to her backup infusion device. The cartridge is used for 7 days and is not reused. The infusion headset is used for 2-3 days and the tubing for 7 days. Patient was referred to manufacturer recommendations. Infusion device was not exposed to water or electromagnetic fields. Infusion device was replaced and requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. Additional information was not provided.